Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On page 3-8 of homechoice apd systems patient at-home guide, patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. This incident was resolved over the phone using the current label copy. The technical service representative (tsr) reviewed proper procedures per the user manual with the hp. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 2/4. The technical service representative (tsr) instructed the home patient (hp) to cycle power. The hp stated the supply bag fell from the supply line and disconnected. The hp confirmed the hc displayed "press go to start". The hp also confirmed to restart therapy with new supplies. The tsr further advised the hp to notify the peritoneal dialysis (pd) nurse. On (B)(6) 2010 product surveillance spoke with the hp who stated he was feeling fine and he confirmed he was having no problems with therapy. The hp provided a companion sample lot number of the cassette. The actual sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.